Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia with blood glucose values just over 300 mg/dl for approximately eight hours after an infusion set issue; an occlusion alert occurred after a supply change, and it was later discovered that the infusion set¿s blue needle guard had not been removed, which impeded insulin delivery. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included analysis of user feedback and device-use history from the event. Investigation of this case revealed an infusion set use error resulting in an occlusion and interrupted insulin delivery. It was concluded that user error related to infusion set insertion and set handling caused the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.